Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, unable to confirm prime fill anomaly due to motor error alarm. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window, minor scratches on the display window noted and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was broken and not working. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.